Manufacturer narrative:
Other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was asking to meet with the manufacturing representative (rep) as they were sent to their doctor¿s office because they were having trouble with bladder control and leg pain. Their doctor wanted a rep to shut off one of the patient¿s leads because the doctor thinks it had moved. The patient stated that they have had an MRI and they met with a couple different doctors. The patient stated that they did not think the implant was causing the problem. They stated that they have had pain for 20 years and their implant was for their lower back and leg pain. The patient was redirected to follow-up with their doctor and that they could contact a rep. It was reported that their trouble with bladder control and their pain changing began in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their 2 surgeons stated that it was fine to leave their non-functioning lead in place as is. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they recently had a second fusion done on their low back l4-5 and now s1-2. During testing and x-rays, it was seen that one of the wires slid way up their spine. A manufacturer representative ran a test and said it was dead or non-working wire. They asked if this was something they should be concerned with. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they met with a manufacturing representative (rep) on (B)(6) 2018, who gave the patient a couple of new settings for them to use. The patient stated that the stimulator seems to be working better for them. They mentioned that are just going to continue using one lead for now and will take further action if problems occur. No further complications were reported or anticipated.